Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. However, pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. Device received with stripped battery cap coin slot(p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons were less responsive. The insulin pump will not be returned for analysis.